Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 6 to 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed another of the same device. There were no patient complications as a result of this event.